Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had cardioversion done yesterday and now the implantable neurostimulator (ins) cannot be communicated with via the handset or the tablet; ins is 'not working.' The patient was trying to turn therapy on and was getting no device response. The patient mentioned they had no issues with the old ins. The manufacturing representative (rep) provided details of the procedure. Caller states that one of the cardioversion pads looked like it covered %75 of the incisional site based on the irritation to the skin when the pad was removed. The ins was off but was not programmed in the accordance to ifp prior to procedure. Caller states 320 joules was used 3 separate times over the course of the procedure. The pt is 'fine' with no complications outside of return of tremor. Caller states surgical intervention will be required to replace ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Reporting the rep, believes that the cardioversion pad location may have been in a factor in the device failure. Though, the cardiologist involved may not agree with this. The ins has since been replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.